Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was below the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the bronchus during an endobronchial ultrasound - transbronchial needle aspiration (ebus-tbna) procedure performed on (B)(6) 2016. According to the complainant, the target location to be punctured was difficult position. During the first needle stroke the adapter came off the scope. After five to six strokes, the physician reported the condition of the scope was bad. The distal tip of the needle was bent and scope damage was noted. The procedure was completed with a normal bronchoscope and exfoliative cytodiagnosis with a brush and biopsy forceps. There were no complications to the patient. The patient's condition at the conclusion of the procedure was reported to be good.